Event description:
It was reported that a hand assisted colectomy procedure was performed on or around (B)(6), 2011. The first device used was a (B)(4) and that device was fired three times with a blue selection. They used a (B)(4) device to close the enterotomy. The case went well and an air leak was performed with no leaks. Both devices worked as intended. On (B)(6), 2011, the patient was taken back into the or for a post-op leak. The tissue was inflamed, ischemic and there was a big hole. The surgeon performed a temporary, possibly permanent, colostomy. The patient is currently doing well. The devices were discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Multiple attempts were completed in an effort to obtain additional information, but no response was received.